Event description:
The customer reported out of range normal control solution test results with test strips, lot 16142a. Approx one month ago, the pt opened the first bottle from the box and the test strips performed accurately. On 12/23/96, he opened the second bottle from the same box and obtained a normal control solution test result of 186 mg/dl versus a normal control solution range of 102-154 mg/dl. With the representative, the customer performed two back to back normal control solution tests using the second bottle from the box. He obtained results of 169 and 171 mg/dl versus a normal control solution range of 102-154 mng/dl (another co's normal control solution, lot #h-v1046-a, expiration 9/98). The control solution was opened 12/22/96. The customer shook it vigorously before he applied the sample. Also with the representative, the customer obtained a check strip test result of 87 versus a check strip range of 78-104. The desiccant is in both test strip bottles. The customer's meter was set to the appropriate code when all tests were performed. The customer stores the test strips in his bedroom.